Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor displayed a "system network fail" message and the device continuously rebooted. The user reloaded the software and the device returned to normal operations. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.